Event description:
Dealer states: "was just purchased on (B)(6) and the seat already cracked. Replaced under warranty ref. (B)(4).

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued mfg. Report #525712-2012-01098 indicating that manufacturer as unknown. The correct manufacturer is genteel homecare products. Corrections made to: manufacturer; invacare manufacturing site indicating that this is an invacare distributed product, registration (B)(4). (B)(4) - no RMA has been initiated for this issue. Model and serial number/date code are unknown it is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer states: "was just purchased on (B)(4) and the seat already cracked. Replaced under warranty ref (B)(4)".

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model and serial number/date code are unknown it is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.